Manufacturer narrative:
(B)(4). The reported connection issue was not confirmed and the cause was undetermined.

Event description:
This complaint addresses the connection issue in reference to the miniset (transfer set). A healthcare professional reported to baxter that a minicap became disconnected from the patient's miniset (patient line). There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.